Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 750cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant by a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 04, 2024, the mentor analysis lab received the suspect medical device for evaluation. On july 10, 2024, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2024, mentor received the following additional information. The patient also reportedly experienced experienced bone pain, bilateral breast pain/discomfort, dry mouth, fatigue, brain fog, skin inflammation, gastrointestinal issues, and shortness of breath. Subsequently, she was diagnosed with lupus. Another file was generated to document the contralateral event. This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 03, 2024, mentor was notified that the explantation surgery was rescheduled again. The patient underwent bilateral breast implant removal without replacements on (B)(6) 2024. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2024, mentor was notified that the patient explantation surgery was rescheduled for (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2024, mentor received the following additional information. The patient was scheduled for breast implant removal on (B)(6) 2024. Patient information was received. Ethnicity: hispanic/latino. Race: white. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).